Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 800s mg/dl and "a heart attack"; cause was not known. Customer administered a manual injection to address bg and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 9 days later with the issue resolved and residual "heart problems". The customer continued to use the pump for insulin therapy.